Event description:
A customer reported a "scan error" sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia, fainting, a loss of consciousness and was unable to self-treat. Customer had contact with a non-healthcare professional third-party who provided glucose as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed. The customer reported scan error. An attempt was made to replicate the reported issue using similar configurations of samsung galaxy a52 with android 13 for app version 2.10.1.10406 and iphone 11 pro with ios 16.6 for app version 2.10.2.7677. The reported issue was unable to be replicated and the system functioned as intended. No issues were observed with the freestyle librelink app during replication that would have led to the reported issue. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia, fainting, a loss of consciousness and was unable to self-treat. Customer had contact with a non-healthcare professional third-party who provided glucose as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.